Event description:
A surgeon reports a pt complains of blurred vision following bilateral intraocular lens implant surgery. The pt has been started on dry eye therapy and punctual plugs have been inserted. Lenses remain implanted. MFR. Report#: 1119421-2006-00121-od, MFR. Report#: 1119421-2006-00122-os.